Event description:
Patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation and organ perforation. Patient is further alleging depression, bipolar ii, physiological aspects, requires evaluation for ptsd, and physical limitations. Report from radiology: "there are multiple segmental emboli involving the right lower lobe pulmonary artery." Report from CT: "an inferior vena cava filter is demonstrated inferior to the level of the renal veins. There is perforation of a number of the filter stabilization shuts through the wall of the inferior vena cava. However, there is no perforation of these stabilization struts into aorta duodenum or pancreas region. There is no evidence of a pericaval hematoma." "There is perforation of the stabilization struts of the inferior vena cava through the wall of the inferior vena cava but they do not penetrate any organs and there is no pericaval hematoma."

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported , emboli, depression, bipolar ii, physiological aspects, requires evaluation for ptsd, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: vena cava/organ perforation, emboli, depression, bipolar ii, physiological aspects, requires evaluation for ptsd, and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.